Manufacturer narrative:
Batch review performed on 29 april 2016. Lot 152547: (B)(4) items manufactured and released on 23 september 2015. Expiration date: 2020-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 02 may 2016 it was prepared a final report with the information here reported. On 03 may 2016 it was sent to the initial reporter and the case was closed. Device not explanted.

Event description:
The surgeon performed a primary amis case. After implanting the stem, the surgeon noticed the patient had a fractured femur. The surgeon is unsure when the fracture occurred. The surgeon noted that the patient had a difficult bone canal. He left the amistem implant in and cabled the femur. The surgery was completed successfully. X-rays are not available.